Event description:
The customer reported via telephone call that the reservoirs had air bubbles. The blood glucose reading was 66 mg/dl. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.